Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, the device lost pacing output when electrocautery was introduced. The patient experienced an asystole and a cardiac massage was required. The procedure was completed successfully, and the patient was stable following the procedure.